Manufacturer narrative:
This medwatch is not to report a device malfunction, but to report an adverse patient effect post procedure. There was no report of a device malfunction or patient complication during the procedure. As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description cannot be confirmed for patient burn based on the nature of this patient focused adverse event; no rfa probe sample was returned for evaluation. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. Based on event description and follow up, the end user stated the root cause of the patient burn was not pulling the coax introducer back far enough such that when rf energy was initiated it transmitted heat up to the skin surface resulting in the burn. There was no allegation of probe malfunction. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: dfu 16604121-01 is provided with the starburst probes identified in the ship history report. Dfu contains the following statement addressing the risk of the reported patient burn: warnings: do not use metal introducers that do not have insulation. Rf energy can be transmitted from the electrode through the un-insulated metal introducers to the patient, causing inadvertent burns. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Event description:
An angiodynamics clinical specialist reported an event that occurred with the use of an unknown rfa probe reported as an xl probe. An rfa procedure was done on the rt tibia of an approximately (B)(6) male patient. Xl probe was placed inside an 11 gauge coax. The coax was pulled back away from the tip of the probe an unknown distance, but the physician felt confident it was far enough away. The default wattage of the probe was 35. The timer was set for 5 minutes. At 4.5 minutes the doctor noticed a burn mark around the insertion to the skin approximately 1mm surrounding the probe. The procedure had been completed at this time. It was reported that there had been no error messages or issues during the procedure. The patient was cleaned and a post op scan was performed with seemingly no other harm to patient. The physician suspected he did not sufficiently pull back the coax enough and the heat was transferred up. He stated he expected the patient to make a full recovery, maybe superficial pain and scarring. He did not seem overly concerned. The doctor did not specify what degree the burn was, only that the skin was visibly burned. It looked like a very dark gray about 1cm surrounding the probe. They didn't use any medication while the clinical specialist was present however it is possible medication was provided in the recovery room. The patient was expected to make a typical recovery and be sent home. There was no allegation of probe malfunction. The physician specifically said he didn't pull the coax back far enough. The reported device is not available to be returned to the manufacturer for evaluation.